Manufacturer narrative:
Clinical event summary: with a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. In this case, the patient has a history of ongoing driveline infections with the initial event having occurred after having dropped the controller. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
Initial narrative:it was reported that a patient called the vad coordinator on (B)(6) 2016 to report a new 'hard protrusion about half the size of a tennis ball¿ just below his/her driveline (dl) exit site. The patient further reported that the site was not read or warm but that it was painful with coughing and/or sneezing. Of note the patient is reported to have developed a previously captured dl exit site infection in (B)(6) 2016 after having dropped his/her controller. The patient was admitted to hospital on (B)(6) 2016 when the dl was then noted to be read and warm with well-defined margins. Laboratory testing revealed leukocytosis; though the patient did not have fever and/or chills. An abdominal/pelvis computerized tomography (CT) scan revealed evidence of cellulitis in the left ventral abdominal wall with subcutaneous fat stranding surrounding the dl; but no fluid collection. An abdominal ultrasound (u/s) revealed fluid collection within the abdominal wall around the dl measuring 5.8 x 4.9 x 2.5 cm. The patient was started on intravenous (IV) vancomycin. The patient also underwent a surgical incision and drainage (I<(>&<)>d) of the site on (B)(6) 2016. Cultures of the site and surrounding tissues were obtained during surgery. The tissue culture was noted to be positive for staphylococcus aureus. The patient was continued on IV vancomycin until (B)(6) 2016, at which time he/she was transitioned to oral doxycycline. The patient was discharged home on (B)(6) 2016 with a wound vac in place. The patient¿s wound vac was removed on (B)(6) 2016 and the site was noted to be completely healed without drainage on (B)(6)2016. On (B)(6) 2017, the patient¿s dl exit site was noted to be draining with a <(>&<)>frac14;¿ non-healed area. The site further reported that the dl exit site dressing was noted to have a small amount of tan drainage on (B)(6) 2017. The patient was re-evaluated for cardiac transplantation. At a clinic visit on (B)(6) 2017, the dl exit site was noted to have increased drainage. The patient¿s unos status was upgraded to 1a due to the ongoing dl infection. Of note, the patient¿s subsequent cardiac transplantation in (B)(6) 2017 has been previously captured. The primary investigator reported that the event was related to the study device, possibly related to the patient¿s condition and unrelated to the implant procedure. No further information has been provided.

Manufacturer narrative:
Date of birth; age of event. If information is provided in the future, a supplemental report will be issued.